Manufacturer narrative:
The reported event of excessive ail alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
The customer reported excessive ail alarms when programmed in anesthesia mode. It was reported by the clinical pharmacy specialist that there was no specific device or a reportable complaint for air-in-line however needing clinical advice as to what default setting is used in the anesthesia mode. The customer modify the air-in-line settings in anesthesia mode from 250mcl to 500mcl last week.